Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, within a month and a half, the patient was hospitalized three times for the event. On an unreported date, the patient began treatment for the peritonitis (¿at first two times¿) with vancomycin, intraperitoneally (ip) added into dianeal (dose and frequency was not reported). On the third hospitalization (unspecified date), the patient was treated with benzylpenicillin sodium, ip, added into dianeal (dose and frequency were not reported) and injection sulfamethoxazole, intravenously (dose and frequency not reported) for treatment of the peritonitis. On an unreported date, dianeal therapy was discontinued. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.